Manufacturer narrative:
The technician found the foot end casters were not holding due to a broken rocker link. The technician replaced the rocker link to repair the bed.

Event description:
Info received indicates the casters are not holding when the brake is engaged.